Event description:
Information provided by the customer advised that a pt was diagnosed with thrombocytopenic purpura. Pt was undergoing plasmapheresis and dialysis on event. Line was placed in 2004; pt immediately began to hemorrhage from arterial line. Line was removed and hub separation was noted. Pt was transferred to angio room three days later and under anesthesia underwent removal of broken catheter. Pt doing well presently for issues unrelated to catheter.